Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("diverse pain") in a female patient who had essure (ess205) (batch no. 624276) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "3 interventions for total removal". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), headache ("head pain"), pain in extremity ("pain in legs"), arthralgia ("pain in joint, knees, and elbows"), musculoskeletal pain ("pain in shoulders"), fatigue ("significant fatigue") and complication of device removal ("3 interventions for total removal"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pain, pain in extremity, arthralgia, musculoskeletal pain, fatigue and complication of device removal outcome was unknown. The reporter provided no causality assessment for arthralgia, complication of device removal, fatigue, headache, musculoskeletal pain, pain and pain in extremity with essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pain: 423 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1807271) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("diverse pain") in a female patient who had essure (ess205) (batch no. 624276) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "3 interventions for total removal". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), headache ("head pain"), pain in extremity ("pain in legs"), arthralgia ("pain in joint, knees, and elbows"), musculoskeletal pain ("pain in shoulders"), fatigue ("significant fatigue") and complication of device removal ("3 interventions for total removal"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pain, pain in extremity, arthralgia, musculoskeletal pain, fatigue and complication of device removal outcome was unknown. The reporter provided no causality assessment for arthralgia, complication of device removal, fatigue, headache, musculoskeletal pain, pain and pain in extremity with essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pain: 425 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.